Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced halos and blur vision. The patient was unhappy with the lens hence the lens was explanted in a secondary procedure. The patient was not hospitalized for the event and there was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.3. And e.3. Corrected information provided in a.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a non-company lens case. Solution and a small amount of blood is dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal 23.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal (+22.5) lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).